Manufacturer narrative:
(B)(4). To date the incident sample haas not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted. The jaws had tissue between them but opened and closed normally. The device was activated on simulated tissue with acceptable results. The jaws did not lock during testing. We were unable to confirm the customer's report of the device jaws no longer opening. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device aas this can damage the surface of the jaws and lead to improper performance.

Event description:
During a lap-assisted vaginal hysterectomy, the device jaws were on tissue and could not be re-opened. The surgeon used clamps to remove the jaws from tissue. There was no patient injury.